Event description:
A medtronic representative reported that, while in an oblique lumbar interbody fusion (olif) procedure, a slap hammer came apart when in use. The broken instrument came in contact with the patient, however, there were no fragments left behind, no intervention required. No further details regarding the damage, or how it occurred, were provided. A different slap hammer was brought in to use in continuing the procedure with no delay. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Manufacturer narrative:
Patient identifier not made available from the site. Product is class I for us regulations and does not require a 510(k) designation. Return requested. Replacement slap hammer shipped to site 03/05/2015 no parts have been received by manufacturer for analysis.